Event description:
The customer received discrepant hcg-beta results for one patient sample. A sample aliquot, from the mpa, was sent to an analytical e module (serial number not provided) and recovered 47.62 ui/ml. This hcg- beta result did not match the clinical history of the patient, therefore the customer repeated the sample using the primary sample tube. The primary tube result was 0.100 ui/ml (accompanied by a data flag). Analyzer used for testing was not specified. The sample was repeated a second time on an analytical e module (serial number not provided) and the result was 0.100 ui/ml (accompanied by a data flag). The hcg-beta reagent lot number was not provided. The mpa serial number was not provided. No information was provided regarding impact or harm to the patient. No adverse events were reported.

Manufacturer narrative:
The erroneous hcg-beta result was not released to the patient, the laboratory professional immediately repeated the test.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
Elderly male undergoing an endoscopic vein harvesting from his leg when the plastic tip of the vein harvesting system broke into multiple pieces in the patient's leg. The tunnel was inspected, then irrigated and suctioned. Several pieces of the tip were evacuated.

Manufacturer narrative:
The issue was resolved by changing the seals on the syringes of the modular analyzer (analytical e module, serial number (B)(4)). No mpa related issues were identified by the field service representative. The customer did not report any adverse events caused by the erroneous results.

Manufacturer narrative:
Additional information was provided: the automated pre-analytical system serial number has been provided. The analytical e module serial number is (B)(4).

Manufacturer narrative:
Additional hcg-beta results for two patients were provided by the customer. Patient 1, initial hcg-beta result, tested on (B)(6) 2010, was 56.87. The sample was repeated the same day on a stand alone analyzer and recovered 0.100 (accompanied by a data flag). The results for patient 1 were not reported to the patient. Patient 2, initial hcg-beta result, tested (B)(6) 2011, was 20.01 (accompanied by a data flag). The sample was repeated the same day and recovered 0.100 (accompanied by a data flag). The units of measure were not provided for the patient results. No adverse events have been reported regarding the discrepancies.

Manufacturer narrative:
Additional new data for one patient sample was received (B)(6) 2011: the initial hcg-beta result, tested (B)(6) 2011, was 14.06 (accompanied by a data flag). The repeat hcg-beat result, tested (B)(6) 2011, was 0.100 (accompanied by a data flag). The units of measure were not provided. No adverse event has been alleged regarding the discrepancies.